Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not explanted from the patient. The patient expired in 2009. The reported event could not be conclusively determined due to the device not being returned. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx 11 months post-implant, it was reported that the patient's son found his mother dead, slumped over by the side of her bed with all connections intact, while supported by the power base unit (pbu) and her patient handbook in hand. The patient's son stated that the "machine" was alarming when he entered the room where he found his mother.